Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which may have contributed to the user experience; however, this cannot be confirmed. The reported mitral regurgitation (mr) was likely due to the slda, and the dyspnea a cascading effect of the mr. The reported patient effects of dyspnea and worsening mr, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 2. On (B)(6) 2017, echocardiogram showed that the lateral mitraclip had detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr had increased to 4. The patient had shortness of breath related to the severe mr. On (B)(6) 2017, the patient was discharged from the hospital due to other comorbidities. On (B)(6) 2017, a second mitraclip procedure was performed. One mitraclip was placed next to the previous mitraclip and the mr was reduced from 4 to 2. No additional information was provided.